Event description:
It was reported that the lead exhibited noise which was oversensed and inappropriately tracked. The noise could not be reproduced with isometrics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.